Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the third case of the day, vitreous was noted in the anterior chamber during laser assisted cataract surgery. An automated vitrectomy was performed and a three piece intraocular lens was placed in the anterior chamber. Additional information received states that the tear was noted right before the irrigation/aspiration portion of the procedure.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Based on quality assurance assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).